Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated she experienced a spasm where her spine and tailbone meet. Patient stated it was almost like it was in her butt cheek. Patient stated as it continued on it almost felt more electrical than anything. Patient stated she turned stim off and after 4-5 days the pain subsided and hasn't come back. Patient stated she has left stim off. Patient stated she was going in to see her health care provider (hcp) on the day of this call but was told to manufacturer to discuss this before she came in. There was no fall or trauma reported regarding this event. The patient stated she hasn't really noticed a change in symptoms. Patient stated she may be turning it up and down a little more since the event. Patient stated she has also lost more weight within the last 6 months. Patient stated she fluctuates anywhere from a 4 to a size 8. Patient stated she has not turned stim back on since. Additional information report a week later indicated that patient saw their hcp on (B)(6) 2016 to have x-ray and have device checked. No circumstance led to spasm was identified but patient had fallen few times due to multiple sclerosis (ms) but never felt like it affected the device. The issues were not resolved. The patient turned the device off until the cause is found of feeling like electrical shock rather than spasms. Additional information reported a week later indicated that programming was performed and the lead would be replaced at the next ins replacement. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.